Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor.

Event description:
It was reported that the patient had a low intrinsic rate and experienced near syncope due to the right ventricular lead having an a cute rise in threshold and not capturing. The lead had high impedance and a possible fracture. A temporary pacing lead was used while anticoagulation therapy was stopped. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted 2006-(B)(6). (B)(4).